Event description:
The customer contact reported during programming prior to patient use the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. It was reported the device was removed from clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. Although the device was not returned, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.